Manufacturer narrative:
Exact date of event was not provided. Therefore, 01/01/2025 was used as an approximate date of event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to urethral atrophy. During revision surgery, fluid loss was identified, and the cuff was found to have eroded into the urethra. Consequently, the aus was removed and replaced. The source and location of the fluid loss remain unknown. No additional patient complications were reported.

Manufacturer narrative:
Exact date of event was not provided. Therefore, 01/01/2025 was used as an approximate date of event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to urethral atrophy. During revision surgery, fluid loss was identified, and the cuff was found to have eroded into the urethra. Consequently, the aus was removed and replaced. The source and location of the fluid loss remain unknown. No additional patient complications were reported.